Event description:
It was reported that patient presented to clinic after receiving an alert for low impedance on the lv lead. Patient is asymptomatic and dependent on the ventricular lead. Patient underwent an aortic valve procedure and post procedure low impedance was observed on the lv lead. No other anomalies were observed on the lead. It was suspected that alert may be related to the aortic valve procedure. Physician elected to monitor the lead. Programming changes were recommended if alert continues. No further information available.